Event description:
It was reported that the customer's usb port was damaged and loose. There was no reported adverse impact to customer's blood glucose level. Additional information was not provided. Customer declined further troubleshooting.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.